Event description:
It was reported that a patient had post-operative issues following implantation including speaking less, speaking in a more dejected tone, unable to swallow saliva, voice alteration, headaches, and a lack of appetite. It was stated that the patient was referred to an ent for the swallowing issues and at this time they disabled the vns. The ent diagnosed the patient with vocal cord paralysis due to the vns. It was stated that the neurologist and neurosurgeon decided to turn the patient's device back on, and it was reported the patient is doing better. Impedance testing prior to the patient's device disablement had been done and the impedance was always within normal limits. Further information was received that per the physician the reported vocal cord paralysis (vcp) is due to the vns surgery, the speaking in a dejected tone is related to surgery/vcp, and eating disorder is due to depressive state following the vns surgery. Information was received that impedance was measured to be within normal limits. Information was received that the headaches and dysphagia were both related to the surgery. No additional relevant information has been received to date.